Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory¿s destructive investigations final report, the device evaluation, and the legal manufacturer¿s investigation. The device was sent to an independent laboratory for destructive sampling and culturing which took place between february 9, 2023, and february 14, 2023. Twelve (12) scope points were sampled, and parts of the distal end and elevator mechanism were disassembled to facilitate the extraction process. The outer surface of the distal end body had growth of staphylococcus hominis. The inner side of the arm cover and the area between the external sheet and the arm cover had growth of staphylococcus pasteuri and micrococcus luteus. The internal forceps axis housing had growth of micrococcus luteus. The results from the destructive sampling did not correlate with the results from the original clinical sample. The high concern organism could not be cultured from the destructive sampling. The results were inconclusive. The device was returned to an olympus for evaluation after destructive sampling and culturing. The angulation was low. The plastic distal end body was damaged. The nozzle, bending section cover, and bending section cover glue at the plastic distal end body were missing. The scope leak check was unable to be performed due to the missing parts. The plastic distal end cover insulation, forceps passage, guide wire tension test, and catheter test were also unable to be performed due to the missing parts. The legal manufacturer performed an investigation. The device history record (DHR) for this device was reviewed and the record indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. No delays were observed during the end of the endoscopic retrograde cholangiopancreatography (ercp) procedure and the beginning of the reprocessing. Acinetobacter iwoffii is a gram-negative bacillus bacterium and considered to belong to the normal skin flora. It can also inhabit the human oropharynx and perineum of up to 25% of the population. Furthermore, it is also commonly found in the environment. Staphylococcus hominis, staphylococcus pasteuri and micrococcus luteus are all gram-positive bacteria that colonize human skin. Acinetobacter iwofii is identified as a high concern organism per the olympus protocol, though not per the food and drug administration (FDA) definition for the study. Based on the sponsor¿s literature research, acinetobacter iwofii has so far not been described in literature as being associated to contamination or patient infection related to ercp. The root cause of the issue could not be conclusively specified. Destructive sampling could not confirm any presence of the originally identified high concern organism. Instead, a number of other low concern bacteria were identified that colonize the human skin. Acinetobacter iwofii can be found on healthy human skin in a considerable portion of the population, very similar to the other low concern organisms identified during destructive sampling. Acinetobacter iwofii may not be related to the previous patient use, but most likely be attributable to handling during reprocessing and / or sampling and culturing. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in a medivators dsd edge automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution no other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations in regard to aseptic or sterile technique during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) visited the customer on january 20, 2023, to perform an observation of the reprocessing techniques. During leak testing, the facility technician did not observe the distal end of the endoscope for additional thirty (30) seconds to confirm that air bubbles did not emerge continuously or intermittently from any location around the forceps elevator. Additionally, prior to aspiration, the technician was closing and opening the elevator out of the detergent water instead of in the detergent water. The ess corrected the facility technician on the reprocessing steps. The reprocessing checklist was emailed to the facility for reference. The subject device referenced in this report was not returned to olympus for evaluation but was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for two (2) colony forming units (cfus) of acinetobacter iwoffii. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.